Manufacturer narrative:
The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system that is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a follow-up report will be send.

Event description:
(B)(4) - the dentist reported that, 4 months after the dental implant was installed in intraoral region #13, its non-osseointegration was observed. The patient presented bone type ii.